Manufacturer narrative:
The lift has been tested and all functions on the lift are functional. The sling used were also in good shape. The latches on the slingbar were missing, but are not meant to hold the sling on the slingbar. Since no significant issues were noted with the lift or sling, we believe the most likely root cause was that the caregivers failed to attach the sling to the slingbar (hooks) prior to starting the lift.

Event description:
(B)(4).